Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast reconstruction revision with a (left) 550cc mentor memorygel breast implant and a (right) 325cc mentor memorygel breast implant, suffered bilateral breast capsular contractures (baker grade ii on the left and baker grade I on the right) and right breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9371051 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9570191 sn: (B)(4). This medwatch form is for the left breast prosthesis.